Event description:
On (B)(6) 2013, the patient's device was found to have an off-time of 60 minutes and magnet output current, which was normally programmed off (0ma), of 1.00 ma. The physician noted that he had not performed a final interrogation at the last appointment. Diagnostics performed at this appointment indicated the device was within normal limits. The patient reported that since the last appointment, her pain from her fibromyalgia has gotten worse, which she believes may be related to the seasonal weather changes. However, the physician suspects that the changed settings may be a possible cause. Attempts are underway for additional information.

Event description:
Follow up with the physician found that after the physician checked the patient's device, "it didn't complete diagnostics". This occurred in march 2013. The physician was unaware of this type of error before; however, he stated that the manufacturer's representative provided information on the programming system. The patient is now doing well, with no other problems. No additional information was provided.

Manufacturer narrative:
(B)(4).